Event description:
During the preparation for a thrombectomy procedure, when removing the 5max ace reperfusion catheter from its packaging, it was noted that the catheter had a break or crack at the hub. This was confirmed by saline leaking from the continuous flush system at the hub of the catheter. The physician removed another 5max ace reperfusion catheter from inventory to complete the procedure.

Manufacturer narrative:
Result: the 5maxace catheter is fractured approximately 3.5 cm from the hub. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that there was leaking observed from the hub area of the 5maxace132. The 5maxace132 catheter is fractured 3.5 cm from the hub. This fracture was likely due to mis-handling of the product during removal from the packaging or preparation for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.